Event description:
Customer reported receiving imprecise sequential adc meter readings of 23mmol/l, 6.0mmol/l and 10.0mmol/l obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in values is considered clinically significant.

Manufacturer narrative:
(B) (4). The customer's product was returned, investigated and the complaint was not confirmed. All results fell within the range specification for the device and no errors were observed during control solution testing. Readings of 421mg/dl (23.3mmol/l) and 109mg/dl (6.05mmol/l) were found in the meter's memory log within ten minutes of one another.